Event description:
It was reported that an unidentified cordless driver was utilized in conjunction with medtronic devices, including the infinity nav drill bit and gray navlock. During the procedure, the infinity nav drill bit seized, resulting in unintended instrument movement and a dural tear. Significant neuromonitoring changes were observed following the incident. The dural injury was subsequently repaired, and the procedure continued without further complications. No additional information was available from the reporter.

Manufacturer narrative:
Based on a review of a related devices IFU it states 'to obtain a safe combination, the handpiece must be used with a stryker approved battery, attachment, and/or cutting accessory. Upon consultation with medtronic, the IFU for the navlock tracker stated 'warning: the navlock¿ tracker is designed and tested for use only with medtronic instruments. The use of non-medtronic instruments with the navlock¿ tracker may result in inaccuracy, leading to serious injury or death. Do not use the navlock¿ tracker with non-medtronic instruments or tools.¿ while it is possible that the stryker cordless driver was used, it is off-label use for both companies.